Event description:
The surgeon prefers to under tap by 1 mm. He tapped with 4.5 tap and a ratcheting t-handle. When approximately half way into the pedicle with the tap, it fractured and broke midway of the instruments fluted section. A removal set was used to successfully retrieve the detached section and discarded by the user facility. The surgery was completed by re-tapping the tunnel using a 5.5mm tap.

Manufacturer narrative:
MDR being submitted as a result of a retrospective complaint review. Although the user facility discard the instrument in question, a previous investigation for this type of event found the design of flute depth and geometry, as well as epoxy groove geometry was inappropriate for this application. Contributing factors include surgical technique and misuse, patient bone quality, improper measurement technique of the flutes. An update of the dimensions and material of the arsenal taps and has been implemented to reduce this type of event. Additionally, further investigation on improving inspection methods in collaboration with vendor has identified potential for significant improvement in inspection method. Current accepted inspection process is in place